Manufacturer narrative:
No button error alarm noted. Pump has intermittent button response due to moisture damage on keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
Customer reported that the insulin pump returned a button error alarm. Blood glucose level was not provided. No further information was provided.